Event description:
Thermacare heatwraps back hip very disappointing, perhaps dangerous, is how pt would summarize their first experience with proctor and gamble's thermacare heatwraps for back/hip. Pt still is suffering from lower back pain and now has painful, itching rash in the areas covered by the product despite carefully following instructions.

Event description:
Add'l info rec'd from pt 5/2/05: filed a report regarding thermacare heat wrap yesterday. Went to dr today. He said product unlikely to have caused rash. More likely cause is shingles. Please disregard yesterday's report.